Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he forgot to take his pump out of his pocket when he went swimming, so his pump was exposed to water. His blood glucose is unknown. The customer stated that there is a constant tone occurring. He said that it is a high-pitched sound, so he attempted to remove the battery and reinsert it. The customer said the display was blank. After blank display troubleshooting, the display did not return. He was advised to discontinue use of the insulin pump and to revert to a back-up plan per his doctor¿s orders. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with high stop current due to moisture damage on the electronics, however pump passed the self test, error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No blank display or constant tone/high pitched sound anomaly noted. Insulin pump had cracked case at display window corner, reservoir tube lip and minor scratched display window.